Event description:
This is filed to report complete clip detachment, foreign body in patient and recurrent mitral regurgitation requiring intervention. It was reported that on (B)(6) 2020, a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 4+. Three clips were implanted with no reported issue, reducing mr to grade <1. Sometime in (B)(6) 2021, one clip had detached from both leaflets and was noted to be located in the superior mammary artery (sma). However, since the clip was stable in that location and did not cause any adverse patient effects, it was decided not to remove the clip. In (B)(6) 2023, the patient returned for a redo procedure due to recurrent mr of grade 4. One clip was attempted but was not possible to grasp both leaflets. Imaging was difficult due to prior clips causing shadowing and rotated heart. It was decided to remove the clip. Mr remained at grade 4. The physician noted the detached clip in the sma. It was decided not to remove the detached clip. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine a cause for the reported expulsion (clip detached from both leaflets). The reported embolism and recurrent mitral regurgitation (mr) were due to the reported expulsion. The foreign body in patient was a cascading effect of the embolism. Embolism and mr are listed in the instructions for use as known possible complications associated with the mitraclip procedures. The reported serious injury/illness/impairment was a result of case specific circumstance as no treatment was provided for the foreign body in patient (detached clip was not removed). The reported hospitalization and unexpected medical intervention were results of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.